Event description:
The external pulse generator was returned as a trade-in and subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: during analysis the device failed its initial incoming testing. It was reran at the end of testing with power on and it passed, device intermittent operation was noted. It was further noted that the lower case was broken and the ring bail was bent. Z-1661-2014 this device was included in that field action, returned product testing found the device did perform as described in the field action. (B)(4).